Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach. During procedure, the 23 commander delivery system balloon ruptured at the end of inflation due to extreme left ventricular outflow tract (lvot) calcium. There was no injury to the patient and the delivery system was removed without any issues. It was determined that the valve was completely expanded and no further post dilation was needed.